Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal bupivacaine 23 mg/ml at 13.2 mg/day via an implantable pump. The indication for use was not reported. It was reported that a pump stall occurred. Diagnostics/troubleshooting performed included pump interrogation. The pump was replaced, and the pump would be returned to the device manufacturer. The issue was resolved, and the patient's status was alive - no injury. There were no [additional] actions/interventions taken. There were no environmental, external or patient factors reported that might have led or contributed to the event. It was noted that the defective product was not from a trunk stock. The patient¿s gender, age, weight, and medical history were unavailable. No patient symptoms or further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation upon return indicated the pump was delivering fentanyl 5,000.0 mcg/ml and baclofen 450.0 mcg/ml in addition to bupivacaine 23.0 mg/ml. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.